Manufacturer narrative:
Insulin pump passed the displacement test, self test and a21 alarm test. No unexpected a21 and a17 alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm. The customer¿s blood glucose level was unknown. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that alarm occurred shortly after inserting a new battery. Customer states the insulin pump was not stored or not in use for an extended period of time. The insulin pump will be returned for analysis.